Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user had experienced an elevated blood glucose (bg) level in the 300's (mg/dl). Reportedly, the user believes the pump settings are off and was in contact with their healthcare provider. The user addressed the bg level with a bolus.